Event description:
Per report, during a transfemoral approach transcatheter aortic valve replacement (tavr) procedure, post deployment the sapien valve was deployed too aortic with severe aortic insufficiency. The valve embolized to the ventricle during the advancement of a 2nd sapien valve. Summary of the case: the patient became hypotensive during the sapien valve positioning and multiple pacing runs. The 23mm valve was deployed in the native aortic annulus. The patient did not recover after the valve deployment and required CPR and cbp was initiated. A 2nd sapien 23mm valve was prepped due to severe aortic insufficiency (ai). Upon advancement of 2nd valve, the first valve embolized into the ventricle. A 2nd sapien valve was then deployed in the annulus. The decision was made to retrieve the embolized 1st valve through an open chest ascending aortic approach. During the retrieval, the 2nd valve was damaged. It was decided to explant this second valve and perform an open avr. The patient left the room alive.

Manufacturer narrative:
Additional information provided by the company representative: it was not clear why the first valve moved aortic during deployment. However, this patient's aorta was very tortuous, and there was a lot of tension stored on the delivery system while positioning the valve. Because of this, the physician had a difficult time trying to keep the device stable during the first valve positioning, which may have affected the final position of the valve. After the first valve embolized to the ventricle, the second valve was deployed in the aortic annulus. The ascending aorta was accessed through a sternotomy, and the physician crossed the second valve with his instruments to reach the embolized valve. The sinotubular junction (stj) was not narrow and had mild calcification. There was moderate aortic valve and leaflet calcification, mild aortic root calcification, and the ejection fraction was 50%. It was reported that there was a good image intensifier angle and fair coaxial alignment of the valve and delivery system with respect of the aortic annulus. The valve was positioned 60:40 aortic prior to deployment, with a final position of 80:20 aortic. The balloon inflation and the ventilation were held per the recommendations and there was no loss of pacing capture during deployment. A 21mm surgical bioprosthesis was implanted during the avr procedure. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to displacement of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Cine and transesophageal echocardiogram (tee) images of the procedure were provided by the site for review. The images were reviewed by an edwards¿s physician and the following observations were made: cine: moderate aortic valve calcification, mild aortic root calcification, no porcelain aorta, no mitral annulus calcification (mac). It was observed a poor coaxial alignment with lateral bias of the delivery system and valve. Fair - good image intensifier angle (iia). The valve was positioned 60:40 aortic with final valve deployment at 85:15 aortic. There was a noted 4mm aortic movement during deployment. Post deployment aortogram demonstrates severe aortic regurgitation (ar). Next cine demonstrates first valve in ventricle and positioning of second valve in native annulus. From the tee images it was confirmed the moderate aortic valve calcification at the base of the cusps. The margins of the cusps are normal. Aortic insufficiency (ai) and severe mitral regurgitation (mr) is present. Impressions: moderate aortic valve calcification with pre-existing 1+ ar, 2-3+ central mr. Positioning of initial sapien was 60:40 aortic (medial aspect) and 70:30 aortic (lateral aspect) consistent with significant canting of the valve due to poor coaxial alignment. On deployment, the valve moved aortic 85:15 with 1-2+ central ar (on tee), and no evidence of perivalvular leak (pvl). However, the mr was significantly worse (3-4+), probably due to rapid pacing in the presence of severe ischemic heart disease (patient status post CABG). This might have explained the refractory hypotension. Subsequent lv embolization of 1st sapien valve was related to the minimal calcification of the native valve, as well as the mechanical force of the retroflex3 delivery system during the 2nd sapien placement. In this particular case, the exact root cause of the reported valve malposition and subsequent embolization to the lv cannot be confirmed, as the embolization itself was not captured on the cine images provided; however, per the imaging review observations, a combination of procedural factors (i.e. Mechanical force of the rf3 delivery system during the 2nd valve placement) and patient factors (minimal calcification of the native valve) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference complaint (B)(4): manufacturer report number 2015691-2012-18441.